Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported discrepancies between the drawn blood gas results and the values provided by the sensor. The discrepancies appear to get larger as the saturations get lower. No patient impact or consequences were reported.

Event description:
The customer reported discrepancies between the drawn blood gas results and the values provided by the sensor. The discrepancies appear to get larger as the saturations get lower. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6), model# updated from 4003 to 4003-9.